Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had product damage issues. The following information was provided by the initial reporter : the customer reported that the barrel was partially damaged and cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary: customer returned (6) syringes in a polybag labeled for 0.5ml, 30 gauge, 8mm syringes from lot 1109961. 1 of the 6 syringes features a broken section of barrel towards the distal tip of the syringe on one side. This fracture is not believed to have happened during regular use. A review of the device history record was completed for batch# 1109961. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of a broken barrel in 1 of the 6 syringes received. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had product damage issues. The following information was provided by the initial reporter: the customer reported that the barrel was partially damaged and cracked.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had product damage issues. The following information was provided by the initial reporter : the customer reported that the barrel was partially damaged and cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.